Manufacturer narrative:
Medwatch report #2017233-2020-00276 references the same patient and captures the reported proximal type I endoleak and aneurysm enlargement. (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement, and surgical conversion. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2012, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a system of gore® excluder® aaa endoprostheses. According to the report, a type ii endoleak was observed post-operatively. The physician continued to monitor the patient. On an unknown date, follow-up computed tomographic angiography reportedly identified a proximal type I endoleak with aneurysm enlargement (amount unknown). A persistent type ii endoleak was also reportedly seen. The type ii was thought to originate from the inferior mesenteric artery. It was reported an open surgical conversion would be performed on (B)(6) 2020. However, further information regarding the procedure could not be accessed due to the covid-19 pandemic.